Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "right side larger, right-side tender, right side 135cc fluid and an exchange of textured devices due to product concern." Device has been explanted and replaced.

Event description:
Healthcare professional reported "right side larger, right side tender, right side 135cc fluid and a exchange of textured devices due to product concern." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ seroma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed broken device assessed as fold flaw opening, a missing piece of shell assessed as inconclusive and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "right side larger, right side tender, right side 135cc fluid and a exchange of textured devices due to product concern." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.